Manufacturer narrative:
The device was received, and an evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A device history record review also revealed no issues that could have caused or contributed to the event. The device was returned to baxter (B)(4). While in baxter (B)(4) possession, the device experienced system error 345 alarms. Service evaluation was unable to reproduce system error 345 alarms; however a cause was identified to be a failed upstream sensor through functional and visual testing. The upstream sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump at baxter canada, the device displayed a system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.